Event description:
A healthcare professional reported a study published by w, olters kluwer on behalf of ascrs and escrs, entitled. "Endothelial cell loss post-implantable collamer lens v4c: meta-analysis" the article states that following an implantable collamer lens (icl) implantation procedure, patients experienced endothelial cell density (ecd). The study concluded that a significant positive correlation between ecd vaules before and after icl v4c surgery for myopia correction. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. H4 - unk. Claim# (B)(4).